Event description:
Additional info received from the MFR on 09/4/1998: "no abnormality was detected for the investigation result of returned samples as well as those of the retained samples." The results from the inspection and tests were attached, and were all in compliance with the specifications. There was no irregularity observed on physical properties of cannula, nor bonding strength of cannula/hub. No abnormality was detected for the investigation results of the returned samples, as well as those of the retained samples. It is surmised that the needle might have been extremely bent, or been stretched back after bending under such a condition that an extreme bending force is applied to the bonding part on the needle.